Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 20 - 21, 2023. H11: the actual device was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were encountered or identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the "connection point"; the leak was a slow drip out of the plastic of the bag (near injection port and bag junction). This was observed after the nurse hung the bag. The bag contained high sodium preterm parenteral nutrition. There was no patient involvement. No additional information is available.